Event description:
It was reported that the customer's insulin pump went into threshold suspend because the customer's blood glucose level was 79 mg/dl. The customer ate a burger bringing her blood glucose level to 234 mg/dl but the sensor read under 40 mg/dl. She also reported that the transmitter did not blink when it was connected to the sensor. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).